Event description:
It was reported that customer experienced rewind anomaly. Customer's blood glucose was 13.9 mmol/l. Customer was assisted in rewinding pump and piston did not move all the way. Customer will go to local hospital for assistance in rewinding pump.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.